Manufacturer narrative:
This is a final report. An investigation of the reported incident where an optics carrier of an m220 f12 fell down was conducted. The identified root cause for the observed issue was a weakness in the manufacturing process of the supplier of the parallelogram in combination with an improperly performed inspection of the affected device in the field by an fse. The identified weakness in the manufacturing process, i.e. Insufficient securing of the screw that connects the parallelogram with the optics carrier, was addressed in 2018 by CAPA-her-md-18-009 and included an inspection of potentially affected devices in the field by the fse's. The device was previously identified by CAPA-her-md-18-009. The screw connection was evaluated by an fse in china to allegedly be reliable and no further corrective actions were performed. However, the device developed the mentioned mechanical defect and the optics carrier fell down. A technical investigation of the affected parts by a third-party laboratory revealed that the screw connection would have failed a reliability test if performed adequately. A review of the complaint database revealed one (1) similar case from india (reported to us FDA with 3003974370-2020-00001) where the inspection of a device which was previously identified in CAPA-her-md-18-009 was improperly performed by an fse. The investigation concludes that the method applied to detect potential unreliable screw connections in course of the previous CAPA-her-md-18-009 was not robust enough to eliminate human factor variances of individual fse`s on the result of test. CAPA-her-md-21-001 was initiated to address this issue. The defective swing arm was replaced by a new one.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (B)(4) received a complaint from (B)(6) stating that the m220 optics carrier fell down at the end of a procedure after the surgeon moved the microscope away from the patient. There was no patient injury. The assistant nurse had minor injuries described as bruises to the hands and elbow.